Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: at some point during the fall of 2022, patient sought treatment with her endocrinologist for an ulcer on the first toe of her left foot. After receiving treatment for the ulcer, patient¿s endocrinologist recommended to purchase and utilize medihoney wound & bum dressing on the ulcer site. The patient purchased the medihoney on or about november 21, 2022, and used the product on that date for the first time. During the period from (B)(6), 2022, through (B)(6), 2023, the patient used the medihoney consistently and as directed by the product's packaging. During use of the medihoney, the patient would use the applicator tube provided with the medihoney to apply the product to the ulcer site on the first toe of the left foot. On or about (B)(6), 2022, the patient sought treatment for the onset of nausea, fever, and emesis. Her treating health care providers diagnosed the patient with a urinary tract infection. The patient continued to experience these symptoms until approximately (B)(6), 2023. On or about (B)(6), 2023, the patient observed severe swelling of her left foot and the skin on the top of her left foot subsequently split into an open wound. The patient presented to a regional hospital for treatment and was immediately taken into surgery for a severe infection of her left foot. As a result of the severe infection of the patient¿s left foot, it required two surgeries to address the infection and remove portions of patient¿s bone, the patient suffered kidney failure requiring dialysis and blood transfusions and spent approximately twenty-two (22) days receiving treatment at the hospital.